Manufacturer narrative:
H10: the actual sample was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic sample, black particulate matter was observed near the header cap outside the fiber bundle. The reported condition was verified. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate was observed in sixteen (16) sterilized revaclear 300 sets. The particulate was noted during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.